Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staple jamming during use on a patient, unable to shoot". As a result, a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first staple appeared misaligned. Evidence of use in the form of biological material was present on the device. The trigger was returned engaged. The stapler was received with 24 staples remaining in the cover block, indicating that at least 11 staples were fired by the end user. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple did not form or release properly and had to be manually removed. This was repeated 2 more times with the same result. On the fourth attempt, the staple was able to fire properly. This was repeated 4 more times with the same result. In order to simulate skin insertion, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device was disassembled and die casting anomalies were discovered on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The reported complaint of "misfire/jamming - info not provided" was confirmed based upon the sample received. The returned stapler revealed that the first staple was misaligned. Upon functional inspection, the staples were unable to consistently fire properly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. It appeared that the staple misalignment prevented the remaining staples from consistently firing correctly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staple jamming during use on a patient, unable to shoot". As a result, a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.